Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open mastectomy, there were issues with firing and loading of the clips. The device misfired and the clip were not firing. Opened another product and the process was completed. There was no patient injury.